Event description:
It was reported that approximately one month post implant the right atrial (ra) lead exhibited high threshold, diminished sensing and chest x-ray confirmed that the lead was being pulled more than when it was implanted. The ra lead was reprogrammed and remains in use. No  patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.